Event description:
It was reported that the pt expired due to reasons unk. The device was not explanted. Physician noted on follow-up that death was not device related.

Manufacturer narrative:
Device not returned.